Manufacturer narrative:
The account replaced the hi/low switch in the foot board to resolve the issue.

Event description:
The account alleged the hi/low will lower but then run back up. No patient impact.